Manufacturer narrative:
The initial reporter's phone# was not provided.

Event description:
The customer received a blood glucose reading of 498mg/dl on the contour next, re-tested on two other meters, and the readings were 168 and 177mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
Two bottles of strips were returned. From one bottle, 2 of 5 strips tested read an average of 46mg/dl high out of spec with blood. The second bottle, as well as retention reagent, gave satisfactory performance.